Event description:
On (B)(6) 2021, the patient underwent a bronchoscopic lung volume reduction (blvr) procedure with zephyr valves. The physician had used the zephyr 4.0 endobronchial delivery catheter to size airways in the left upper lobe (lul) and deliver valves. A small piece of the sizing wing from the catheter broke off and was removed from the patient with graspers. The physician used a new catheter and was able to successfully complete the procedure. The catheter was set aside to be returned to the manufacturer for evaluation but was discarded by a nurse in the room.